Event description:
While a 52 year old male patient was having a dental surgical procedure the surgical bur dislodged from the handpiece. It was swallowed by the patient. As a result the patient was admitted to the hospital to have it surgically removed. The bur was surgically removed.